Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the notification states that the 6f judkins left (jl) vista brite tip guiding catheter was used and broke in the middle during the procedure and remained in the patient's artery. The body shaft of the device separated and was surgically removed. There was no reported patient injury. The intended procedure was reported to be an angiography and percutaneous coronary intervention (pci). The access site was femoral. The target lesion was the circumflex (cx). There was no calcification and eighty percent (80%) stenosis. The device was properly stored and opened in sterile field. There were no anomalies noted when the product was removed from the package. The product was handled, inspected, and prepped according to the instructions for use (IFU); there was no difficulty experienced in prepping the device. The device was inserted through a hemostatic valve. There was no resistance/friction experienced during any part of the procedure or while advancing the device. There was no unusual force necessary during use of the device nor excessive torquing required. The tip was visible on fluoroscopy throughout the procedure. The patient was hospitalized for three (3) days because of this event. The device is not available. There is a procedural cd available. The event was reported to turkish ministry of health.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
A single cd-rom containing multiple cine images was submitted for review. The first 6 cine runs show successful treatment of an 80% left circumflex artery stenosis. The seventh cine image is centered at the level of the right inguinal ligament. Retrograde access has been achieved. The arterial puncture is high; just above the inguinal ligament in the distal right external iliac artery. An arterial sheath is in place. The 6f judkins catheter is fractured near the arterial puncture site and a gooseneck snare has been introduced in an attempt to snare it. The right external iliac artery and common femoral artery are widely patent and no significant calcification is noted. There is mild tortuosity. There is normal opacification of the lateral circumflex iliac artery. The eighth cine run shows several abnormalities. The lateral circumflex iliac artery is no longer seen and there is prompt contrast extravasation consistent with vessel rupture. There is now abnormal retrograde flow in the right external iliac artery suggesting arterial dissection. The arterial sheath is just barely intraluminal and the vessel puncture site is clearly demonstrated at the level of the inguinal ligament. The ninth and tenth cine runs show attempts to snare the catheter fragment from the contralateral approach. Report from the on site cordis representative stated that the device appeared normal prior to use and was prepped and handled properly prior to insertion into the patient.

Manufacturer narrative:
As reported, the notification states the 6f judkins left (jl) vista brite tip guiding catheter was used and broke in the middle during the procedure and remained in the patient's artery. The body/shaft of the device separated and was surgically removed. There was no reported patient injury. The intended procedure was reported to be an angiography and percutaneous coronary intervention (pci). The access site was femoral. The target lesion was the circumflex (cx). There was no calcification and eighty percent (80%) stenosis. The device was properly stored and opened in the sterile field. There were no anomalies noted when the product was removed from the package. The product was handled, inspected, and prepped according to the instructions for use (IFU) and there was no difficulty experienced in prepping the device. The device was inserted through a hemostatic valve. There was no resistance/friction experienced during any part of the procedure or while advancing the device. There was no unusual force necessary during use of the device nor excessive torquing required. The tip was visible on fluoroscopy throughout the procedure. The patient was hospitalized for three (3) days because of this event. The event was reported to turkish ministry of health. A single cd-rom containing multiple cine images was submitted for review. The first 6 cine runs show successful treatment of an 80% left circumflex artery stenosis. The seventh cine image is centered at the level of the right inguinal ligament. Retrograde access has been achieved. The arterial puncture is high; just above the inguinal ligament in the distal right external iliac artery. An arterial sheath is in place. The 6f judkins catheter is fractured near the arterial puncture site and a gooseneck snare has been introduced in an attempt to snare it. The right external iliac artery and common femoral artery are widely patent, and no significant calcification is noted. There is mild tortuosity. There is normal opacification of the lateral circumflex iliac artery. The eighth cine run shows several abnormalities. The lateral circumflex iliac artery is no longer seen and there is prompt contrast extravasation consistent with vessel rupture. There is now abnormal retrograde flow in the right external iliac artery suggesting arterial dissection. The arterial sheath is just barely intraluminal and the vessel puncture site is clearly demonstrated at the level of the inguinal ligament. The ninth and tenth cine runs show attempts to snare the catheter fragment from the contralateral approach. Report from the on-site cordis representative stated that the device appeared normal prior to use and was prepped and handled properly prior to insertion into the patient. The reported ¿catheter (body/shaft)-separated¿ was confirmed by a film review conducted by an external physician. Additionally, the adverse event ¿artery dissection¿ was also noted during the film review. Dissection is a known complication associated with the use of guiding catheters and is documented in the IFU as such. Per the external physician, guide catheter fracture during arterial intervention is a very rare complication and is not frequently documented in the endovascular literature. It is believed that most instances of fracture in coronary intervention occur when the operator attempts to engage the right coronary ostium by performing excessive clockwise rotation of the guide catheter. One case report (int j angiol. 2008 spring; 17(1): 40¿42. ) describes this occurring with a judkins catheter during a radial approach but femoral approach fractures have also been described in the literature. In this case, high arterial puncture at the level of the inguinal ligament may have further contributed to catheter fracture. The operators correctly attempted to retrieve the catheter fragment with a goose neck snare device. This should be performed with great caution to prevent arterial injury and further procedural complication. In this case, rupture of the lateral circumflex artery and probable external iliac artery dissection was seen following attempted snaring suggesting possible operator difficulty with this device. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter. Torquing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire, and catheter sheath introducer). Possible complications include but are not limited to the following: air embolism, hematoma at the puncture site, infection, perforation of the heart, vessel damage, dissection or perforation, vasospasm, ischemia, hemorrhage, arrhythmia, reaction to contrast media, death.¿ without the return of the device for analysis and based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.